Event description:
It was reported that during an unspecified procedure, a vessel perforation and guide wire breakage occurred. The lesion was located in the 1st obtuse marginal in the left coronary artery (lca). The wire perforated the artery, and subsequently broke. A portion of the wire detached and remains inside the pt. The procedure was completed with another of the same device. Pt status is listed as "stable". Further info has been requested.